Event description:
Date of event is unk. Hospital uses smartsite triport on the end of their PICC lines. The nurse reported that the triport was found with the luer lock cracked and fallen off. Investigation verified the cracked/separated male luer lock. Root cause unk.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.